Event description:
It was reported during central processing, that one side of the tip of a tip-up fenestrated grasper instrument, broke off during reprocessing. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the problem happened during reprocessing, the customer used the same instrument to complete the surgery, and the instrument did not break off until reprocessing. She confirmed that no fragment fell into the patient, and it must have fallen into the washer.

Manufacturer narrative:
Based on the claim against the product by the customer noting breakage on the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated bipolar instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 0.182¿ x 0.471¿ was found to be broken off. The broken piece was not returned. Additional observation(s) not reported by site: the instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Although the initial investigation determined the most probable common cause to be the user after additional investigation/testing the most probable common cause is determined to be manufacturing. The probable root cause of broken input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.